Manufacturer narrative:
The 'adverse event or product problem' field is being corrected to 'product problem.' If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding "a patient's that the read about on the internet." It was reported that the patient was reading online and saw that 'patient's were having a lot of problems with intellis.' The patient did not provide any additional information. No patient complications were reported.